Event description:
From staff: patient with prior ankle fracture and subsequent surgery to remove hardware with retained broken implants left in place who presented with a new fracture of the same ankle. During surgery the drill bit broke after coming in contact with other hardware. It was buried in the bone, and surgeon made the decision that the risk of removing it outweighed the risk of leaving it in place. Retained broken hardware from the prior surgeries was also left in place and this had been discussed with the patient before surgery. Both the patient and her family have been notified and agree with this decision. From operative report: of note the dural-based did break while placement of the screws due to hardware in the distal tibia. Manufacturer response for 1.8mm long zimmer drill bit, (brand not provided) (per site reporter), unknown